Event description:
The customer reported leaking at smartsite during lasix 150mg infusion. No pt harm or medical intervention was reported. No further pt/event info was provided.

Manufacturer narrative:
This report was filed by the MFR. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.